Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 73-years-old patient with a valve model 3300tfx23 mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately seven (7) years and six (6) months due to structural valve degeneration. Per the surgeon there was no specific underlying cause.

Manufacturer narrative:
H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration related structural deterioration, either calcific or non calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 73-years-old patient with a valve model 3300tfx23mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately seven (7) years and six (6) months due to structural valve degeneration. Per medical opinion, there was no specific underlying cause; age and biological factors could have contributed. The valve-in-valve procedure was performed successfully.